Manufacturer narrative:
D9 - date returned to mfg: 11/5/2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found that there is damaged reservoir cover, j-clip, microswitch. During the functional testing, the customer reported issue was able to be replicated and confirmed. The probable cause of the reported issue was the microswitch was damaged. The reported issue was able to be resolved by replacing the microswitch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Calibrated the unit and the device passed all functional tests after the repair.

Event description:
It was reported that the device was alarming 'check disposables' message during infusion. There was no reported patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.